Manufacturer narrative:
The product was not returned for analysis. A photo was provided of the implanted lens in the eye. Two red arrows are drawn on the photo indicating the areas of interest. There appears to be some type of material under the lens or damage. One area is partially obscured by a bubble in the eye over the lens. The nature and origin of the observed areas cannot be determined from the photo. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. It could not be determined if the indicated area in the provided photo was damage or material under the lens. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A account manager reported during an intraocular lens (iol) implant procedure, the surgeon noted smudge/debris on posterior side of intraocular lens. Lens remained in situ, surgeon stated yag will be attempted at later date. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).